Event description:
It was reported that during a pci/stenting procedure, the quantum maverick monorail balloon ruptured. The physician was performing a pci/stenting procedure in a calcified, 90% stenotic lesion in the proximal right coronary artery (rca). A quantum maverick monorail balloon catheter was used to perform post-dilitation of the stent. The balloon was inflated twice to 16atm and 20atm respectively. On the third inflation, the balloon ruptured at 20atm. The quantum maverick was used with a runthrough guidwire (terumo), heartrail 7f guiding catheter (terumo), and a cypher 23x3 . 0mm stent. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complaint source confirmed that the device will not be returned for evaluation; therefore; a failure analysis is not available, and we are not able to determine the root cause of the event. The device history records for the device have been reviewed and no issues or discrepancies were found. The records confirmed that the device met all material, assembly, and performance specifications.